Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that her device is no longer working because the battery is like 6 years old already. Patient further stated that the devices "not working as they should". Patient also reported that she "couldn't get use to the noise" and the "bump, bump, bump". And that the ins did not work for her because she has to go to the bathroom and when she drinks something she has to wear depends. Patient was redirected to their health care professional

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's husband indicated that the patient really never gave the device a good chance to work, kept her awake all night. The tried reprogramming . The bump, bump was the device pulsing. The patient did not want the device turned up very much. Reprogramming was the step taken to resolve the reported issue. The patient's weight was reported as (B)(6) pounds.